Event description:
A caller reported a malfunction on a new pump they received, but no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.